Event description:
During a laparoscopic appendectomy procedure it was reported the surgeon fired the tsb35 across the appendix and it worked fine. The scrub person reloaded the device with an eru35 reload. The device was fired again across an unknown structure and when it was opened the reload fell out of the jaws of the instrument. The eru35 was retrieved laparoscopically. A small blue piece of plastic from the reload was discovered inside the patient and it was retrieved laparoscopically. It was reported the cecum was open after this firing. It was reported the tsb35 was reloaded again with a eru35, but not fired. A new tsb35 was opened and fired successfully to close the cecum. The procedure was completed. It was reported the patient was doing fine postoperatively. The sales rep is sending back both tsb35 instruments and two eru35 reloads. There was no consequence to the patient.